Event description:
Reportedly, the physician observed that the device showed varying lead impedances during follow-ups ((B)(4) 2009: > 3000 ohms; 1 oct 2009: < 200 ohms; 6 may 2010: 780 ohms; (B)(4)2010: 780 ohms). He decided to replace the device because of these variations. The related lead remains implanted after electrical measurements were performed with the psa.

Manufacturer narrative:
(B)(4) 2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.